Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastric stimulation. It was reported that the patient was complaining of a jolt of electricity that was waking them up at night. It was noted that it had improved. They also had significant nausea. An x-ray was planned at some point, but the issue wasn¿t resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a manufacturer representative (rep). It was reported that the patient was seen on (B)(6) 2019 and was doing much better. They only had a few episodes of getting shocked a few days after surgery and hadn¿t had an episode since.